Manufacturer narrative:
Allergan does not have enough information at this time to determine the type of device involved in this event. The patient and device event codes reported, reflect the best fit to the specific language received in the original event report to allergan. This event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. If and when additional device information is received, a supplemental report will be submitted to update the information. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Information received from regulatory agency noting a side unspecified "rupture". The device has been explanted.